Event description:
This is the first of two reports (same patient, same surgery, same product ID, same lot number, different product problem). This report is in regards to the first duraseal sealant. The first syringe was completely empty upon putting the duraseal on the sterile field for a 3 level decompression with stabilization procedure. In obtaining a second duraseal product, incurred a 20 minutes surgical delay. The customer was unable to get the second duraseal unit to mix. There was no pt injury. The surgeon closed the dura with sutures instead of duraseal sealant. Both duraseal products were discarded.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.